Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminating. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was due to a defective latch lock sensor. The dso seal and latch lock sensor were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing cassette. Device also alarmed air in line even though no visible air was in the tubing. There was no patient involvement.